Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg pocket was rubbing constantly in the waistband and the patient had lost weight. The patient also reported that the stimulator was shocking her. The patient will undergo a revision procedure wherein the pocket will be relocated.

Manufacturer narrative:
Additional information was received that the patient's shocking sensation was because it was turned up to high amplitude. This has been taken care after education and reprogramming. The patient has no longer experiencing shocking or uncomfortable stimulation.

Event description:
A report was received that the patient¿s stimulator caused a shocking sensation even in a quiet mode and would wake her up. The patient will undergo a revision procedure wherein the pocket will be relocated.